Manufacturer narrative:
Unk as not provided by the reporter. Local reaction is addressed in the provided IFU. Reaction is addressed in the provided IFU. No product was returned to assist in the investigation. The provided IFU states the following: "possible allergic reactions or access site infection should always be considered. A sterile inflammatory response possibly associated with the use of the product in conjunction with latex and powdered non-latex based gloves have been reported with the use of this product." Although no conclusive evidence exists to contradict the statements of the event, the complaint is confirmed based on prior similar complaints of sterile inflammatory response. Without a pathological report from the described event, it is difficult to determine with certainty why the failure mode occurred; however, the skin irritation may be a result of device use in conjunction with latex gloves that, without timely medical intervention, may have developed infection. We have notified appropriate internal personal and are continuing to monitor complaints for similar events. A risk analysis has been performed by quality engineering along with corresponding risk-benefit analysis and the risk was determined to be acceptable for the additional benefits of this device. With the addition of this complaint, the rpn will not increase. We have notified appropriate internal personnel and are continuing to monitor complaints for similar events.

Event description:
Over the past month, customer have had reports of problems with insertion sites following radial angiography. The problems include infection requiring antibiotics and granulomas. As per complaint reporting form: over period 6 weeks, there has been a high occurrence of port sight infection and granulomas. This has occurred out of the hospital setting and has been reported by the community nurses. No section of the device remained in the patient or had to be retrieved. No additional procedures were performed and no adverse effects on the patient were reported.